Event description:
It was reported that the pt had an inflammatory mass. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; the MFR's device tracking sys indicates it is morphine. Add'l info has been requested from the hcp, but was not available as of the date of this report.